Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, which was suspected to be caused by electromagnetic interference (emi). Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.